Manufacturer narrative:
A service report completed and dated 06/14/2017 by a (B)(4) field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. The patient was hospitalized after eswl on (B)(6)2017 when a subcapsular hematoma occurred. A blood transfusion (rbc: 4unit) and long-term hospitalization were necessary. This event occured in (B)(6). Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient hematoma reported. "Subcapsular hematoma was a known side effect, but a blood transfusion(rbc:4 unit) and long-term hospitalization were necessary."